Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.

Event description:
Reporter indicated a vns patient did not perceive stimulation. Diagnostic testing resulted in high lead impedance. X-rays were performed and reviewed by the manufacturer. No obvious lead discontinuities were noted. Revision surgery is likely.